Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2014: patient was pre-operatively diagnosed with degenerative disease of the lumbar spine. Lumbar instability. Spinal stenosis- lumbar and underwent following procedure. Anterior retroperitoneal exposure. Anterior lumbar fusion l5-s1. Anterior lumbar instrumentation using the precision spine- anterior lumbar plate with four cancellous screws. Insertion of interbody fusion cage using the precision spine-peek interbody cage system. Use of fluoroscopy under physical supervision for less than 1 hour. Use of local bone for fusion augmented with bmp. As per op notes ¿ the precision spine peek interbody cage system was packed with recombinant bmp soaked sponges, cancellous allograft and local bone. The cage was then inserted into the disc space without difficulty.¿ on an unknown date post-op, patient alleged unspecified injuries due to use of rhbmp-2/acs.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.